Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A imp,tsv,4.1mm,sbm,10 (tsv4b10) was returned for investigation. Visual inspection of the as returned product identified no damage. The returned device was measured with a caliper (cal05593632 cal due: jun 11, 2021) and verified to match DHR drawing specifications. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per. The reported device was located on tooth # 34 and was used same day.pictures or x-ray images were not provided. Documents reviewed: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants (4869 rev 7-01/16) information identified: contraindications, warnings, precautions, breakage DHR review was completed for the subject lot number (1221836). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1221836) for similar event and no other complaint was identified.september post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided, title unknown/ not provided, email address unknown / not provided.

Event description:
It was reported while placing the implant the vestibular table fractured. Implant was removed and bone graft was performed. Another implant would be placed.